Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The returned device was given functional testing; this showed the device alarm sounded distorted. Once the printed circuit board for the alarm was replaced the alarm functioned as expected. The reported issue was not verified during testing.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The returned device was given functional testing; this showed the device alarm sounded distorted. Once the printed circuit board for the alarm was replaced the alarm functioned as expected. The reported issue was not verified during testing.

Manufacturer narrative:
The reporter stated the alarm occurred during high pressure and they cannot recall the ventilator settings at that time. It was also reported that the event occurred during testing and was not on a patient.

Event description:
Information was received that a smiths medical pneupac parapac ventilator was alarming "high/low pressure". No adverse effects were reported.